Manufacturer narrative:
Sample rec'd contained two pieces of guidewire. Prior to being sent to argon, the guidewire was cut approx 3.5 in. From proximal end in order to remove the catheter. Examination of the sample found that the core wire has broken near proximal end and outer coils have stretched. Core wire was examined under 50x magnification and found to have minor stretching at breakage point. Based on details included with complaint regarding guidewire becoming stuck in tortuous vessel, it is likely that core wire broke from repeated attempts to remove from the pt. The guidewire IFU included with this product contains the following warnings and cautions: "withdrawal, pullback, or manipulation of the guide wire when resistance is met may cause guide wire damage, breakage, or embolization." "If strong resistance is met during manipulation, discontinue the procedure and determine the cause for the resistance before proceeding." Based on complaint details and sample examination, it is determined that issue is not the result of product malfunction; therefore, no corrective action will be taken at this time.

Event description:
Customer reports that he inserted fixed core wire thru the back of the closurefast to get thru a tortuous area in the gsv. He started w/ j tip end but wire would not advance. Removed wire and re-inserted the straight end of wire. He had more resistance so tried to pull it out, but the wire wouldn't pull out. He stopped when he met resistance and at that point he tried to pull the closurefast out of the sheath. He was not able to pull the closurefast out either. Now both the wire and catheter were stuck in the pt's leg. Dr tried to change position of the leg, apply compression, adjusted the pt's elevation, massage the leg, but still had resistance. After some time and repeating steps, the catheter was able to be removed from the pt. No pt harm was reported by the customer.